Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary 5.5 pump (B)(6) and purge cassette returned. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pump stop: clinical reported a pump stop on (B)(6) after which restart attempts were unsuccessful which ultimately led to pump explant. The data logs were reviewed and on (B)(6) at 16:05 there were 2 motor current spikes with speed deviations and effect on pump flows right before alarm #119 pump stop. The logs on the day prior (B)(6) show a small motor current spike before alarm #119 pump stop. After pump was restarted, there was a motor current spike with speed deviation four minutes later with a sudden drop in pump flows. The returned product was inspected and a major kink in the catheter was found right beside the kink protector as well as biomaterial by the impeller. The electrical readings were obtained and an open line between phase 1 and 2 was observed. When the location of kink was flexed, electrical readings were obtained confirming location as source of electrical open. The root cause of the pump stop was determined to be due to an electrical open issue as evidenced by returned product analysis confirming varying electrical readings at catheter kink location and log analysis with electrical related alarm #119. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
Additional information received reporting the patient was off systemic anticoagulation for multiple days prior to the pump stop. The medical team was aware of the risks associated with being off systemic anticoagulation while on support. The pump is not available for return.

Manufacturer narrative:
B5: additional event information received.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a pump stop. The pump could not be restarted. The pump was explanted, and the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pumo stop: the data logs were reviewed and on (B)(6) at 16:05 there were 2 motor current spikes with speed deviations and effect on pump flows right before alarm #119 pump stop. The logs on the day prior (B)(6) show a small motor current spike before alarm #119 pump stop. After pump was restarted, there was a motor current spike with speed deviation four minutes later with a sudden drop in pump flows. The cause of the issue was not established as no product was returned and limited clinical information was provided device history review: the device passed all post sterile inspection checks.